Manufacturer narrative:
Investigation into this event showed that qc results had failed on the day of the event. Visual inspection of the probe did not show evidence of leaking, or a bent probe. Tubing was not crimped, and the gel cards appeared acceptable. Repairs have returned the analyzer to expected operation. However, the root cause of the event was not determined.

Event description:
A customer observed that the ortho provue analyzer was not dispensing red cells into the gel card microtubes. If the pipettor delivers the incorrect volume of red cell/plasma/diluent, it may lead to erroneous test results. There was no report of harm as a result of this event.